Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2019, product type: extension; product ID: 3487a-56, lot# va0z0ca, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3487a-56, serial/lot #: (B)(4), ubd: 26-aug-2019, UDI # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that all of the components of the patient¿s system were explanted due to infection that the patient developed following implantation of right sided quad leads on (B)(6) 2019. The rep reported that the patient experienced redness, pain, heat and tracking along the course of the leads to battery on the right side of her face. The patient was instructed to go to the emergency room on (B)(6) 2019 where she was evaluated. There were no known environmental/external/patient factors that could have led to the issue. The rep reported that the patient had the system explanted on (B)(6) 2019. The issue was resolved. No further complications were reported.